Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2025 by the musculoskelet surgical titled ¿a. Clinical and biomechanical comparison of suture-external button versus interference screw associated with v-y advancement or turndown flaps for flexor hallucis longus transfer in chronic achilles tendon rupture.¿ the study reviewed 12 patients and identified achilles tendon insufficiency resulting in wound dehiscence with bioabsorbable interference screws and tenodesis screws in 2 patients during the 2.5-year follow-up period. Ref: vosoughi ar, akbarzadeh a, brevis s, kordi yoosefinejad a. Clinical and biomechanical comparison of suture-external button versus interference screw associated with v-y advancement or turndown flaps for flexor hallucis longus transfer in chronic achilles tendon rupture. Musculoskelet surg. Jun 2025;109(2):167-176. Doi:10.1007/s12306-024-00857-7.

Manufacturer narrative:
Additional information: g3, h3, h6 arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.